Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Adding testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp in which the customer reported that during routine checks the main helium tank leaked out all of the helium. Upon arrival onsite the fse found that the rear main o-ring had ripped and allowed the helium to escape. He reported that the unit alarmed for "low helium" when the tank was empty. To fix the issue the fse replaced the o-ring, lubed the system, and completed a full system checkout using a tank that was only about 20% capacity, the customer ordered replacement tanks that will be in place prior to the next deployment. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, the main helium tank leaked on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.